Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had functional undersensing leading to inappropriate pacing on the atrial channel. In addition, this ICD delivered inappropriate anti-tachycardia pacing and an isolated shock for an atrial arrhythmia with a high rhythmid correlation. Technical services (ts) recommended turning off atrial flutter response (afr) to prevent further undersensing. Ts also discussed rhythmmatch and anti-tachycardia pacing (atp) reprogramming options at the physician's discretion. Ts cautioned making rhythmmatch too low due the patient's history of slower ventricular tachycardia (vt). This ICD remains in service. No additional adverse patient effects were reported.